Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the moderately tortuous and calcified distal right coronary artery (rca). Post atherectomy and stent placement, a 300cm mailman guidewire was advanced to continue the procedure. When the wire was in the rca, it was noticed under fluoroscopy that the tip had broken. No attempt was made to retrieve the device fragment and the detached portion of the device was left in distal rca. There were no patient complications and the patient status was stable.